Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the slip shaft pin of the drill motor had come loose, causing the slip shaft to rotate freely and was no longer being driven by the motor. The most likely cause of the drill motor failure or seems to be the slip shaft pin retracted due to a weakening of the epoxy bond over time. The pin seems to have started retracting and over time began grinding against the interior of the motor well. It was eventually pulled completely from the shaft, resulting in the shaft no longer being able to drive the bur. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, while cutting "bur all" on the tibia, it was noticed that the cutting power of the drill was not as strong as it was earlier in the case. For troubleshooting, it was verified that the bur was properly inserted and the switch bur icon was clicked to make sure the bur was properly attached a second time, but the problem persisted. When clicking down on the drill pedal, the motor inside the drill could be heard, but the bur was only spinning slowly. The procedure was resumed, after a non-significant delay, by changing to a manual procedure to cut the tibia. No patient injury was reported due to this issue. After the case, a kpc test was performed and the drill failed the "maximum stop time" test.